Event description:
It was reported that during a da vinci s hysterectomy procedure a blade from the monopolar curved scissors instrument broke off and fell into the patient. The broken piece was retrieved and the planned surgical procedure was completed after a delay of 2 or 3 minutes and with a replacement instrument of the same type. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
- The instrument was returned and evaluated. Per the customer reported complaint, engineering observed the left grip blade to be detached from the instrument. The broken blade had fractured at the cross section of the cable crimp causing half of the cable crimp to become exposed. The fractured plane is nearly straight. No other damage was found.